Event description:
An attempted upgrade procedure that was temporarily abandoned due to stenosis. The guide catheter used was an abbott product. A cps direct pl 115. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).